Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from (B)(6) to english: "there was serious leakage during using the product."

Manufacturer narrative:
Investigation summary: a device history review was conducted for lot number 9023821. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. Evaluation of the submitted device was able to locate the damaged section of the tubing which was found near the base o the adapter head. Based on the characteristics of the catheter's wound our engineers determined that the most likely root cause for this event is poor flaring. Currently the exact variables that contribute to the poor flaring are unknown and attempts to replicate this failure mode have not been successful.

Event description:
It was reported that the bd intima-ii¿ closed IV catheter system leaked during use. This occurred on 2 separate occasions, but the dates and/or patient information are unknown. The following information was provided by the initial reporter, translated from chinese to english: "there was serious leakage during using the product."